Event description:
The customer reported to philips healthcare that the heartstart mrx was missing the cover that indicates the battery level. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.